Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected low battery alarm or failed battery test alarm was noted. The insulin pump had cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that the insulin pump was requiring more battery changes than normal. Blood glucose level at the time of the incident was 147 mg/dl. The customer also reported that the battery compartment was cracked. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.